Event description:
It was further reported that in (B)(6) 2012, the patient was diagnosed with lower gi bleed and was hospitalized on the same day. 10 days later, the patient was diagnosed with respiratory failure. The patient was also diagnosed with hypotension and bradycardia with wide complex junctional rhythm during the course of the event. The patient died due to respiratory failure which was also inturn due to congestive heart failure and ischemic cardiomyopathy.

Event description:
It was further reported that in (B)(6) 2012, the patient presented to the emergency department with complaints of abdominal pain and maroon stools. The patient was also noted to have significant encephalopathy. Colonoscopy was performed at bedside, which revealed shallow ulcers in the anal area with a pulsating vessel near one ulcer. This was banded and injected with epinephrine. The bleeding appeared to have stopped after ligation of anal vessel. Patient was diagnosed to have acute lower gi bleed. On admission, antiplatelet medications were discontinued, however they were restarted on the next day. The patient was noted to have several episodes of bloody stools after restarting the antiplatelet medications. The patient was transfused with 2 units of prbc¿s for the reduction in hemoglobin level (8.1 g/dl). Antiplatelet medications were discontinued again and the patient was transferred to micu for further care. Patient was noted to be intermittently bradycardic with wide complex junctional rhythm. The patient was also noted to be hypotensive secondary to gi bleed, which was treated with ivf bolus along with pressors. The patient was diagnosed with respiratory failure, likely from fluid overload and was intubated. Considering the patient¿s deteriorating condition and as the patient did not want to be on ventilator support for long time, the patient was extubated and only comfort care was recommended. According to post mortem report, patient died due to respiratory failure and congestive heart failure secondary to ischemic cardiomyopathy.

Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2013-04052. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient presented with increasing episodes of dyspnea with exertion, shortness of breath at rest and occasional intermittent chest pressure. The patient was diagnosed with stable angina (ccs class 3) and cardiac catheterization was recommended. The target lesion was located in the distal right coronary artery (dist rca) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x24mm taxus perseus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2009, a 2.50x15mm promus stent was placed in the right posterior descending artery (r-pda). In may 2012, a 3.50x23mm ion stent was placed in the dist rca. In jun 2012, the patient expired. No additional information is available at this time.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).